Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the touch panel did not turn on because of a defective touch screen. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus was informed that the asset/demo visera elite ii video system center was returned to the olympus repair center. There was no defect or malfunction associated with the device. However, during the repair evaluation identified the touch screen display does not turn on. This report is being submitted to capture the touch screen display does not turn on. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The repair evaluation identified the touch screen display does not turn on. The problem was isolated to a defective/faulty circuit (cp) board. The cp board was replaced and the device passed inspection and functionality checks. The device was last serviced in (B)(6) 2020; no problems were noted. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.